Event description:
Pt had right total hip replacement. A 1/8" hemovac drain had been placed at the operative site. When attempt was made to remove the drain it broke off, leaving part in the pt. A surgical procedure was required to remove the retained portion.